Manufacturer narrative:
A delivery pusher was received without the introducer, dispenser hoop, and the implant. The microcatheter used was not returned. The distal section of the pusher strain relief was kinked and broken. The pusher was dissected at the distal end to verify the monofilament's condition. The monofilament displayed a tail shape, which is produced when the implant is stretched. This force can also result in the monofilament becoming broken. The root cause of the complaint is most likely attributable to a tensile force over maximum specification being applied to the device. It cannot be determined when and how the force was applied to the device.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during re-positioning of the coil, resistance was encountered when the physician pushed and pulled the coil in the catheter, and the coil detached inside the catheter. The coil was removed in its entirety together with the catheter. There was no reported patient injury, intervention, or health damage.